Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during a device changeout, after the physician had connected the leads to the new device the physician attempted to free the leads from scar tissue using cautery. The lead lost capture causing the patient to become asystolic, and low impedance was noted. Intermittent pacing was restored by increasing the output. New access was obtained and a replacement lead was implanted, with the old rv (right ventricular) lead being capped. Upon further inspection using fluoroscopy, the lead insulation had separated farther down, not in the area where cautery had been used. No further patient complications have been reported as a result of this event.